Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned to olympus for evaluation and the product analysis will solely be based on the available information. Based on the results of the investigation, and since the device was not returned for evaluation, the most probable cause of the complaint was not established since olympus was not able to confirm the customer allegation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during the reprocessing of the bronchovideoscope, residue was observed coming out of the device after the drying process. No patient involvement was reported.